Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed and plugged tubing due to erosion. Boston scientific has been unable to obtain additional information regarding the circumstances.